Event description:
It was reported that the unspecified bd¿ infusion set had unregulated flow and filled more volume in the bags than anticipated. The following information was provided by the initial reporter: "nurses are saying that they are seeing more than anticipated volume in the bags for their infusions."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. The complaint could not be confirmed. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ infusion set had unregulated flow and filled more volume in the bags than anticipated. The following information was provided by the initial reporter: "nurses are saying that they are seeing more than anticipated volume in the bags for their infusions."